Event description:
Pt was revised to address patella clunk eight mos post-op with pain. It was reported that pt had massive scar tissue around the patella. Difficult to move from flexion to extension.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.